Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes of the adhesive fragmentation such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The definitive root cause of the reported issue could not be determined. The foreign material was newly confirmed through the inspection by the repair department. Based on information obtained from this complaint and the investigation result, it can be confirmed that a leakage defect occurred in the device in question. Therefore, it is presumed that, due to the leakage defect, the reprocessing could not be completed, resulting in residual liquid or foreign matter emerging from the forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service engineer indicated that foreign material came out of the channel, the distal end had foreign objects, and the adhesive on the bending section distal end thread was detached. There was no patient involvement.